Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had been experiencing high blood glucose within the range of 400 mg/dl to 500 mg/dl. The customer had reverted back to manual injections which brought the high blood glucose down. The customer's current blood glucose level was 545 mg/dl. The customer had treated their high blood glucose with a manual injection. Troubleshooting was performed for the insulin pump. There were no air bubbles, site issues, leaks, and bent cannulas. The insulin was able to exit during the manual prime/fill tubing test. The customer was advised to monitor and call back if need be. The device will not return for analysis.